Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer has multiple intermittent unknown sensor readings but sensor and transmitter were reported to be functioning properly. Reportedly, customer's receiver was communicating during these times. Customer reverted to manual injections for insulin therapy. There was no reported impact to the customer's blood glucose.